Manufacturer narrative:
Additional investigation has been performed with newly added events; investigation results remain same. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: the actual complaint product was not returned for evaluation. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: the complaint sample has not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
As initially reported by a consumer, she experienced ulcer in left eye and eye has minor scar. Consumer's eye doctor has given some unspecified medicines. The current status of the consumer¿s eye is symptoms continuing. Additional information has been requested but not yet available.

Manufacturer narrative:
A2., a7., b3., b5., b6., b7., d10: additional information has been updated. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received, eye pain, epithelial defect inferior and infiltrate under epithelial defect has been added as events. The current status of the consumer¿s eye is symptoms resolved. During the first visit and follow up visit one, slit lamp examination of left eye was done, there were no abnormalities in adnexal/lids, bulbar conjunctiva 2+ injection, cornea epithelium showed epithelial defect inferior, stroma showed infiltrate under epithelial defect, anterior chamber was deep and quiet, iris pathology was flat, nucleus has one nuclear sclerosis and the consumer was diagnosed with marginal corneal ulcer of left eye. During follow up two, three and four slit lamp examination of left eye was done which showed the same result except bulbar conjunctiva which was changed to tr injection. Consumer was suggested to discontinue contact lens use for now, start ofloxacin drops one drop every hour in left eye and rto one day for follow up. Discussed switching contact lens, brand in the future as this continues to occur and feels they are drying on eye. Also discussed starting hypochlorous acid on lashes bid during first visit. In follow up visit one, ofloxacin was decreased to one drop every 2 hours for one day and every 3 hours the next day. Rto after 2 days for follow up. In follow up 2, ofloxacin was reduced to one drop every four hours until follow up when trials for other brand lenses come in. Suggested consumer to return as soon as possible if worsening symptoms occur. During follow up visit three, dexamethasone/neomycin/polymyxin drops four times a day for one week was prescribed and suggested to return for follow up. In follow up visit four, consumer was given different brand of lenses for trail and was advised to contact clinic to finalize for contact lens check. This is one of the complaint created for consumer for experiencing events in left eye. One more complaint, file ID: (B)(4) was created for the events that were experienced in the past in right eye.